Manufacturer narrative:
No adverse patient effects were reported. The device and competitive lead remain implanted.

Event description:
Boston scientific crm received information that during the implant procedure, the right ventricular (rv) pacing impedance with this cardiac resynchronization therapy defibrillator (crt-d) and competitive defibrillation lead was >2000 ohms. The lead was retested on the pacing system analyzer (psa) and the impedance was 1000 ohms. The lead was then reinserted into the crt-d and the rv pacing impedance was 500 ohms. It was believed that the impedance issue was due to the difficulty inserting and securing the leads into the device header.